Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the electrogram printouts provided with the complaint revealed no anomalies which would have contributed to the reported event. The review of the device history record showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac tamponade and subsequent death were procedure related.

Event description:
After the completion of an electrophysiology study for wolf parkinson white syndrome, the pt developed a cardiac tamponade and expired. An inquiry steerable catheter was placed in the right ventricle during the procedure. Two hours after the procedure was complete, the pt became hypotensive. A pericardiocentesis was performed, which stabilized the pt, and the pt returned to the hospital ward. The pt's heart rate then became unstable and pacing was attempted unsuccessfully. Cardiopulmonary resuscitation (CPR) was performed unsuccessfully and the pt expired. There were no performance issues with any sjm device. The physician indicated the cardiac tamponade originated from the right ventricular apex. An autopsy was performed, which revealed a 4cm tear in the heart; however, it is unk if chest compressions during CPR may have increased the size of the original perforation.